Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams sparc to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the plaintiff "began experiencing pain, infections, bleeding, pain with sexual intercourse known as dyspareunia, and urinary problems some time after implant." The plaintiff's attorney also alleged that the product caused the "plaintiff to suffer severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion," "bladder problems and bowel problems and other severe adverse health consequences" and that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment." The plaintiff's attorney further alleged that the plaintiff "sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.